Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the front panel bezel had an approximately one inch crack across the top. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a registered nurse¿s (rn) operational question regarding stat drains. The patient discontinued treatment during fill 3 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 4365 ml during drain 1 of the treatment. This drain volume is 182% of the patient's maximum fill volume of 2399 ml. As a result of the iipv event, the technical support representative advised the rn to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient contact confirmed the reported event. The patient contact stated that the patient was feeling some discomfort and was feeling full and bloated. However, the patient completed treatment using continuous ambulatory peritoneal dialysis (capd) and the discomfort and feeling full and bloated subsided after manually draining. The patient contact confirmed that the patient did not experience any other symptoms, injury, adverse event, or require medical intervention as a result of the reported event. The patient contact stated that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. The old cycler was reported to be returned to the manufacturer for physical evaluation.